Manufacturer narrative:
Ami has repaired the appliance and replaced the lower tray. (B)(4).

Event description:
Dentist contacted ami and stated that the socket broke out of the lower appliance. There was no harm to the patient.